Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted one partial suture and one broken needle. The needle was received broken at the swage half of the needle. Upon microscopic inspection, normal crimp and swage marks were observed on the needle. Further inspection of the needle noted instrument marks near the broken site. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a fontan procedure, using the running stitch technique, 2 needles broke while attempting to suture a mesh. Another device was used to complete the case. There was no patient injury.